Event description:
Ous MDR - after an implantation time of about 7 years, oversensing was reported. After extracting the rv lead, a brownish discoloration was noted proximal to the shock coil. Due to a suspected abrasion on the ra lead, it was also extracted. The date of implant was not provided.

Manufacturer narrative:
Ous MDR.